Manufacturer narrative:
The customer reported the device was discarded. The lot number was provided. A review of the device history record did not produce any findings relevant to this report.

Event description:
Device malfunction: balloon rupture. Time of device malfunction: during the procedure. Symptoms/ae: none. It was reported that during pre-dilatation of a moderately tortuous and eccentric external iliac artery (eia), the fox plus balloon ruptured at the second inflation (12 atm). The physician commented "the lesion was very hard". A non-abbott stent was deployed and the procedure was completed. There were no reported adverse patient sequelae. Though requested, no add'l info was available.